Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked. Unable to verify button error alarm and button/keypad due to blank display anomaly. Unable to perform the displacement test due to blank display.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump was exposed to moisture. Customer's blood glucose reading was 116 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.